Manufacturer narrative:
Manufacture's investigation findings: the reported event of a backup battery fault alarm was not confirmed. The heartmate 3 system controller (B)(6) was not returned for analysis. In addition, there were no log files, photos, or any other supporting documents submitted that would indicate an issue with the system controller or backup battery. Provided information stated that the controller exchange did resolve the issue. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 07may2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller exchange resolved the issue.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was replaced due to continuous backup battery faults. The backup battery was changed prior.